Manufacturer narrative:
On 4/25/2017 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - there were three hooks in used condition, not showing any unusual markings. During the analysis of the returned hooks, one was retuned in its original package and two without. The hooks are showing wear and tip broken. Per end users complaint the breakage occurred during use of the instrument. This type of damage to the tips can happen if too much pressure the complaint report is confirmed; damaged worn. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports 3 of the 6 instruments broke during first use. On (B)(6) 2017 customer reports device tips broke off during a vein ligation and stripping left leg, no patient harm, tips retrieved. #1 of 2 related complaints same patient.